Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: d224trk ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sic (sensing integrity counter) counts. It was noted that there were occasional over sensed beats on non-sustained ventricular tachycardia episodes. The patient was brought in and there was no oversensing during pocket manipulation. There were occasional post pace t-wave oversensing (twos) demonstrated. Clinician consulted with company representative and reprogramming recommendation given to resolve the issue. The rv lead remains in use. No patient complications have been reported as a result of this event.